Manufacturer narrative:
The device was returned as part of the asset return process and estimation resulted in an endoscopic image with vertical lines, which could be the result of the deteriorated cable unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The hd camera head was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the cable unit had deteriorated, resulting in no endoscopic image displayed. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.